Event description:
It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during a stomach biopsy procedure performed in 2009. According to the complainant, during the procedure, one of the device jaws could not close. They were unable to remove the device through the scope due to fraction of the cup. Therefore, the device and scope were removed in tandem. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. There were no pt problems noted at the conclusion of the procedure.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.